Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a safety needle. The customer reports that when engaging safety device, the staff reports that the safety was very difficult to engage on two each. Employee safety manager stated "it is as if you have to stretch the safety mechanism with force to cover the needle".